Event description:
Reporter's daughter used tampons from 2 different pearl packages, but just one box. Daughter started period on friday, (B)(6). She used these pearls, changing tampons every 4 hours except for overnight. On sunday morning, she developed a high fever, had severe vomiting, felt very weak. The pediatrician's office recommended that she be taken to the emergency room. They transferred her to (B)(6) hospital where she was admitted. They gave her an IV of fluids, clindamycin and vancomycin. She developed rash on monday morning. She was sent home on wednesday. She is better but still very weak. Her stomach hurts too. She saw several doctors in the hospital. Some recommended she not use tampons and some recommended she not use tampons until she is 18. Reporter feels pearl tampons contributed to her daughter's toxic shock. (B)(4).